Event description:
It was reported that following intubation, a doctor felt resistance when he tried to inflate the cuff of an endotracheal tube (ett). Replacement of the tube was required. The product passed pretesting prior to use. No patient harm was reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The reported failure of the cuff won't inflate was verified. This is a known issue and action has been taken under manufacturing corrective actions.

Manufacturer narrative:
(B)(4).